Event description:
It was reported that prior to starting a da vinci cholecystectomy surgical procedure, it was noted that the tip was cracked and hanging by the wire on the fundus grasper instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments distal clevis was broken. The instruments distal clevis was broken in half allowing the tip to hang off of the edge of the instrument tip. No pieces were missing from the instrument. Failure analysis concluded that the broken damage was due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken distal clevis allowing the tip to hang off the edge of the instrument tip if to recur could cause or contribute to an adverse event.